Event description:
It was reported that during testing conducted at the manufacturer facility, the prime function did not work, and the speed of the irrigation wheel did not increase with the irrigation value. Additionally, there were no alarms or annunciators illuminated. A lack of irrigation in the device is known to cause overheating. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.

Manufacturer narrative:
Device evaluation: follow up being submitted for investigation results.

Event description:
It was reported that during testing conducted at the manufacturer facility, the prime function did not work, and the speed of the irrigation wheel did not increase with the irrigation value. Additionally, there were no alarms or annunciators illuminated. A lack of irrigation in the device is known to cause overheating. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.